Event description:
The pump was replaced due to eos (elective replacement); "prophylactic removal of pump to avoid in vivo battery depletion".

Manufacturer narrative:
Final analysis of the device revealed high s2 battery resistance. In house battery tester par 273a reports r=331 ohms.